Event description:
It was reported that the customer had a blood glucose level of 42 mg/dl. The customer treated with glucose tablets and lunch. The customer stated she had calibration errors from her sensor. Standard troubleshooting was performed. The customer was advised to change her sensor. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.